Manufacturer narrative:
(B)(4). D10: medical product: tibia cemented 5 degree stemmed right size e: catalog#42532007102, lot#66151493; articular surface medial congruent right 10mm height: catalog#42522100710, lot#65764681; palacos r+g pro 80 bone cement: catalog#5081289, lot#9015375807 g2: foreign - event occurred in new zealand. H6: proposed component code: mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately two (2) years and six (6) months post-implantation, the patient underwent revision surgery due to aseptic loosening of the femoral component. All implants were replaced with a new prosthesis system without reported complication. It was reported that all available information has been provided.